Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the surgeon fired device, but some staples formed and others didn't. Washer was crunched. The surgeon believed that the anvil was not properly attached before firing and this caused the issue. The anastomosis was redone with another device. There were no patient consequences.